Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor displayed service code 105 and reset during pulse testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry. The cause of the test failure is the shorted igbts. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.